Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported low out of range pacing lead impedance was observed via remote transmission. Tech services suggested reviewing the impedance trend history. Recommended isometrics to check for noise and other struggles. The lead remains implanted and will be continued to be monitored.